Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that middle button of the insulin pump was hard to press. Customer noticed that there seemed to be air under the adhesive around the buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.